Event description:
During pvi ablation, the medtronic sphere 9 pfa catheter malfunctioned. According to the rep, the thermocouple malfunctioned during the ablation, and the catheter had to be removed from the patient and replaced with a new ablation catheter.